Event description:
It was reported that the patient underwent a revision approximately 28 years post implantation due to pain and potential femoral loosening. During the procedure, it was difficult to remove the stem but the acetabular components were still satisfactory. The liner was replaced. It was reported that no further information is available at this time.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.